Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair the fast fix suture connected with t1 was broken. There was backup device available and a no significant delay, no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image reveals the suture has been cut. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A visual inspection confirms the suture has been cut from the t1 anchor. The t1 anchor and cut portion of the suture was not returned with the device. The t2 anchor is still in the device. The suture and needle have debris. The deployment knob has debris and the depth gauge has been twisted. A functional evaluation revealed the device has been triggered once already as first actuation deployed the t2 anchor without issue. Could not test t1 deployment. Device functioned as anticipated. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.